Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when trying to take images for a case, the image acquisition system (ias) was not taking any x-rays. The system was restarted but will not initialize. There was less than an hour delay in the procedure. No impact on patient outcome. The representative noted that the issue was resolved after 3 reboots. When they went to use the system, they took the 2d shots with no issues but when they went to take the 3d spin the system completely locked up on the site. System would not do anything. After a 3rd reboot the system worked.